Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood were observed on the jaw. The heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Slight evidence of char buildup was observed on the jaws. Based on the return condition of the device, the complaint was confirmed for the reported failure "bent wire". Specific actions for the reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were coming part. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were coming part. A replacement device was used to complete the procedure. The hospital did not report any patient effects.